Manufacturer narrative:
12/3/2015 follow-up: multiple attempts to obtain additional information from customer were unsuccessful. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple altitude alarms. Customer resumed insulin delivery and delivered a correction bolus to treat elevated bg levels. The customer reported they were subsequently hospitalized for elevated blood glucose (bg) levels of 558 (mg/dl) and diabetic ketoacidosis. Customer was treated with fluids and an insulin drip to stabilize bg level.